Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the distal end had detached and the objective lens was dirty. The most probable cause of the discovered damage is traced to component failure, expected or random component failure without any design or manufacturing issue. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope had a detached distal end and a dirty objective lens. There was no patient involvement.